Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager had been malfunctioning. A field service engineer (fse) replaced the latch and applied grease to the contacts. The latch was tested multiple times to ensure proper functionality, and the results were saved under hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was malfunctioning during the removal, counting, and inventorying of refrigerated medications. The smart remote did not open as expected, preventing the user from completing a narcotic count and requiring the medication removal process to be repeated, which caused treatment delays. The arm was locked, and the medication was inaccessible. The user attempted to recover the arm, manually opened it with a key, checked for obstructions, closed it, and attempted recovery again without success. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.